Manufacturer narrative:
Other relevant device(s) are: product ID: sw kit 9735740 stealth s8 spine ; product ID: reference frame 9733570 air. No parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system for an orthopedic procedure. It was reported that there was accuracy issues with the imaging system and navigation system. For the first spin the site forgot to correctly orientate patient anatomy on 3d spin. The surgeon was aware and decided to move forward without taking another spin. Pedicle screws were placed using navigation and a second spin was done to confirm screw placement. Screw placement was not satisfactory so they decided to reposition. For second spin the orientation on the imaging system was corrected but also did not show accurate. A third spin was taken using a different patient reference air frame. The only difference on the third spin was the frame that they used. The third spin showed accurate with the new patient reference frame and repositioning of the screws were completed. A final and fourth spin was taken to confirm satisfactory placement of pedicle screws. This resulted in a less than one hour surgical delay. There was no impact to the patient outcome. Additional information was received. It was reported that the inaccuracy was between 7-10 mm.

Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. There was insufficient information to determine if a software anomaly contributed to the reported behavior. Codes b01, c19 and d15 are applicable to this software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.